Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise causing non-sustained right ventricular oversensing episode. The noise was intermittently reproducible. Programming changes were made. The patient was stable.